Event description:
It was reported that a spectrum pump alarmed multiple downstream occlusions while on a pt. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported downstream occlusion alarms. Evaluation found the downstream sensor readings were low with a fluid filled set loaded into the pump. The force sensor assembly was replaced to correct this condition.